Manufacturer narrative:
The MFR did receive devices and x-rays for review and is performing an investigation. As no lot numbers were provided for the devices so far, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).

Event description:
It was reported that the pt was implanted an unk burch-schneider component on (B)(6) 2009. The pt underwent revision surgery on (B)(6) 2012 due to breakage.